Event description:
Healthcare professional reports lower than expected act-lr results with the hemochron signature elite microcoagulation system during a cardiac ablation procedure in the electrophysiology lab. The initial baseline act-lr result was 134 seconds. After first bolus of heparin was administered, act-lr result was 285 seconds. Since the result did not reach the therapeutic target time of >300 seconds, an additional bolus of heparin was administered. The following act-lr test generated result of 235 seconds and did not increase ass expected. A comparison test was performed during a second elite instrument. Act-lr result was 253 seconds on the first instrument and 347 seconds on the second instrument. The procedure was continued using the second instrument and all subsequent results were as expected. Target time: >300 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4). Cuvette lot # f2jlr104. Method: actual device evaluated (instrument). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: complaint was not confirmed through the instrument evaluation. Conclusion code: unable to confirm complaint. Itc has requested all data required for form 3500a.